Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal hysterectomy. It was reported that patient underwent removal of mesh due to pain, dyspareunia, bleeding and recurrence of pop and sui, which she experienced sometime after the mesh, implant surgery. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.